Manufacturer narrative:
(B)(4) date sent: 09/12/2025 d4: batch #unk. Additional information was requested, and the following was obtained: did the device deliver any staples? ¿ yes, just 1-2 initial line if yes, were the staples formed properly? - no if yes, was the staple line complete? - no did the device cut? - no if yes, was the cut line complete? - no if yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? ¿ it didn¿t lead to it was there any difficulty opening the device? ¿ yes but surgeon knew override, used that and opened device if yes, how was the device removed from the patient? ¿ after opening the jaw, it was again closed and device was removed. If yes, did the jaws eventually open?- yes is the current patient status known? - no was there any patient consequence or change in the post-operative care of the patient as a result of the event? ¿ no, they used manual stapler (different gun) and completed the surgery. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a vats procedure, it was observed that the cartridge was not fired completely despite being loaded correctly. The removed the faulty cartridge and loaded new one and completed the procedure with a delay of 30 minutes. There was no patient consequence reported. No additional information provided.